Manufacturer narrative:
The troponin t reagent lot number was 771985. The reagent expiration date was requested, but not provided. The field service engineer found a cup stuck under the reagent lid, which caused a pipette tip to hit the lid and fall off. The cup was removed from under the reagent lid. The gripper was checked and no alarms occurred. Precision studies were carried out. Operational and mechanical checks passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t gen 5 stat assay on a cobas e 411 analyzer. The customer also mentioned they received an error on the analyzer indicating that the gripper did not pick up a cup at the home position. The sample initially resulted in a troponin t value of < 6 pg/ml with a data flag. The value was questioned since the patient previously had a value of 26 pg/ml. The sample was repeated, resulting in a troponin t value of 25 pg/ml. The repeat value was deemed correct.